Manufacturer narrative:
G3 initial awareness date was 10jun26. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used during a robot-assisted radical cystectomy and ¿the operation on june 5 was completed without any issues. However, on the following day, the patient developed symptoms. Subsequent examinations, including endoscopy, revealed an air leak from the anastomosis site. The case was diagnosed as an anastomotic leakage, and a laparoscopic reoperation was performed. During the reoperation, a fragment from the tip of a trocar was incidentally found to have been retained inside the patient¿s body. Regarding the patient¿s condition, the patient developed sepsis the day after the operation and required ventilatory support. Currently, the patient has been weaned off the ventilator and is showing signs of recovery.¿ per further assessment it was reported that "we have confirmed that all fragments were successfully retrieved during the re-operation. The collected pieces were matched with the device, confirming complete retrieval." The "patient has recovered." This report is being raised due to the reported injury of fragment of device remained in the patient.